Event description:
It was reported that the patient underwent a surgical procedure to revise an inflatable penile prosthesis(ipp) cylinders due to migration of the device into the scrotum. The existing cylinders and pump were removed and replaced with a new pair of cylinders and a pump; the existing reservoir continues to be used. A patient outcome of fully recovered was reported.